Manufacturer narrative:
Corrected data: section h6: as part of an internal review of our mdrs it was identified that the code ¿health effect - clinical code - 4580 - insufficient information" was inadvertently not included in the initial MDR report; therefore, it has been captured in this supplemental MDR report and the following field was updated accordingly: section h6: health effect - clinical code: 4580 - this code was used to capture patient having the kahook blade goniotomy done during the iol exchange. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(Other): the device is not returning for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reported that an intraocular lens (iol) was explanted from a patient's right eye due to patient experiencing blurry vision. Per patient history, the patient had cataract surgery and had a subsequent retina detachment. It was initially reported that the status post operation noted that retina detachment was repaired with silicone oil, oil removed and iol was found to be dislocated. The account later clarified that there was no lens dislocation issue and that the patient had calcification of the lens. It was indicated that a pars plana vitrectomy (ppv) was performed and the patient had the kahook blade goniotomy done during the iol exchange because he had increased intraocular pressure (iop) . The account noted that "it is not uncommon to have elevated intraocular pressure after a vitrectomy as there is oxidative damage to the trabecular meshwork." The patient initial visit was (B)(6) 2020 which the vision was 20/30 uncorrected and iop was 26 with no medications prescribed. The patient was advised to observe and return in 4 months. On (B)(6) 2020, the patient returned with complaint of worsening vison - 20/70 uncorrected and an iop of 24. At that time the decision was made to exchange the iol with a kahook blade goniotomy. A non-johnson & johnson lens of 14.5 diopter was used as a replacement after the lens was explanted. There was no incision enlargement required and no patient injury was reported. The patient outcome was reported to be excellent. The patient's last visit was on (B)(6) 2020 which the vision was 20/20 uncorrected. The lens was discarded at the customer site. No further information was provided.